Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white flow restrictor disconnected from the administration tubing of a large volume infusor which resulted in a fluid leak. This event was discovered at the hospital prior to patient use. The device was filled with piperacillin / tazobactam 18000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4: unique identifier (UDI) #. H4: the lot was manufactured from february 24, 2020 - february 25, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed evidence of a leak inside an overpouch that contained the device. The leak was due to the tubing detaching from the white flow restrictor housing. The reported condition was verified. The cause of the condition could not be determined; however potential cause is related to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.